Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
A quattro catheter (lot #unknown) was placed into the patient's left femoral vein to initiate the ivtm therapy. During the rewarming phase, the customer noticed an empty saline bag. The customer replaced the saline bag, but it got emptied again. No leaked fluid was observed on the patient's bed, floor, or in and around the thermogard xp ivtm system. It is unknown whether the thermogard xp ivtm system generated an alarm. A catheter balloon leak and infusion of approximately 150-200ml of 0.9% ns into the patient's bloodstream are suspected. The dwell time of the catheter at the time of the issue was approximately 30 hours. Per the pulmonologist's order, the catheter was disconnected from the thermogard system, and the patient was monitored for rewarming independently of the thermogard system. The catheter was removed when the patient reached a target temperature of 37°c. The customer did not report any device malfunction on the thermogard system. No consequences or impacts on the patient.